Event description:
The customer complained that the bed was drifting into trendelenburg.

Manufacturer narrative:
The tech replaced the trend springs, which resolved the issue. The bed operated within spec. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.